Manufacturer narrative:
Philips service replaced the clea extension board and high power board, restoring the system to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the table and c-arm froze due to a geometry error during use on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.